Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of crease/folding of implant is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: crease/folding of implant.

Event description:
Healthcare professional reported "defect in the implant" and "capsulorrhaphy". Later healthcare professional reported ¿there was a fold in the implant where it would normally be a smooth surface¿ and "patient had asymmetry". This record is for the left side. Device has been explanted.

Manufacturer narrative:
The event of wrinkling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: d4, h6, h11.

Event description:
Healthcare professional reported "defect in the implant" and "capsulorrhaphy". Later healthcare professional reported ¿there was a fold in the implant where it would normally be a smooth surface¿ and "patient had asymmetry". This record is for the left side. Device has been explanted.